Event description:
Healthcare professinal (hcp) reports approximately twenty incidents of clotting with the psn 210 dialyzer since the end of july. For each incident, it was reported that during treatment, the pt's blood appeared dark in color and various pressure alarms sounded on the dialysis machine. It was noted that during rinse back of the pt's blood, the fibers appeared streaked. Hcp noted that the units were primed with heparinized saline which was not administered to the pts. Hcp reports that the systemic heparinization of the pts did not change. No pt injury or medical intervention was reported per hcp.